Event description:
Intraoperatively, a transesophageal echocardiogram showed the valve was sticking in the open and closed positions. The surgeon reopened the pt and removed the valve. The valve was replaced with a tissue valve. The pt expired (cause unknown) one day postoperatively.